Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation as no parts were replaced. Reported imaging system issue resolved during call when biomed went to troubleshoot and was unable to duplicate reported issue. System was found to be fully functional. Site decided that no imaging system checkout was needed. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A biomed site representative reported when one of his radiologic technologist (rt) initially went to boot up the image acquisition system (ias) of the imaging system, he held the power switch all the way to the right, didn't hear the normal clicks from within the generator, and saw the battery indicator levels and other lights on the ias panel start flashing. They wouldn't stop flashing and the imaging system wouldn't boot up. When biomed went to troubleshoot the imaging system, everything booted up normally and without issue. There was no patient present when this issue was identified.